Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain lower ("pain especially at the level of right iliac fossa every day of the month") in a 37 year-old female patient who had essure inserted (lot no. C61994) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("it was not possible to insert the left essure device due to fluid build-up in the mucosa, which prevented the cannulation of the left ostium" on (B)(6) 2015). The patient had a medical history of smear test normal (negative for intraepithelial lesion or malignancy) on (B)(6) 2018, smear test normal (negative for intraepithelial lesion or malignancy) in 2015, metrorrhagia in 2013, smear test normal (negative for intraepithelial lesion or malignancy) in 2012, smear test normal (negative for intraepithelial lesion or malignancy) in 2011, smear test normal (negative for intraepithelial lesion or malignancy) in 2009, smear test (smear with mild atypia in cells of the endocervical epithelium) in 2007, menarche (at 13 years-old) in 1991 and hormone replacement therapy (4 months), vaginal delivery (2 vaginal births), gravida ii, penicillin allergy, migraine and arterial hypertension. Denies surgeries, no smoker. Previously administered products included: olmesartan for arterial hypertension, norfloxacin for uti and gynefix [copper] and lixia. Past adverse reactions to the above products included: abdominal pain in the middle of menstruation with gynefix [copper]. Concurrent conditions were listed as iliac fossa pain since 2013 as well as vulval pain (some pain in scar from first child delivery) and obesity (bmi 40). The only concomitant product mentioned was vivace [ramipril]. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 303 days after essure insertion, she experienced iron deficiency anaemia ("anaemia"). On (B)(6) 2017 she experienced abdominal pain lower (seriousness criterion intervention required) and intermenstrual bleeding ("heavy metrorrhagia/ intermittent breakthrough bleeding"). On (B)(6) 2018 she experienced dysmenorrhoea ("dysmenorrhoea that do not require analgesia"). On (B)(6) 2018 she experienced vaginal haemorrhage ("spotting"). In 2018 she experienced pruritus ("she has always had skin itching, related to erythematous"), rash erythematous ("she has always had skin itching, related to erythematous"), vulvovaginal pain ("vulvar pain") and vulvovaginal pruritus ("itching in vulva"). In (B)(6) 2019 she experienced allergy to metals ("allergic reaction to essure / positive for fragrance mix"). An unknown time later she experienced abdominal pain ("abdominal pain"), dysgeusia ("metallic taste"), arthralgia ("arthralgia"), pain menstrual ("she notices constant pain and is more accentuated with menstruation") and pelvic pain ("pelvic pain"). The patient was treated with mirena (levonorgestrel), cerazet (desogestrel), pentosan polysulfate sodium, nsaids, ibuprofen, paracetamol, dexketoprofen, buscapina compositum [hyoscine butylbromide;metamizole] and cicalfate (copper sulfate;sucralfate;zinc oxide;zinc sulfate) as well as surgery (essure removal via laparoscopic salpingectomy on (B)(6) 2019). At the time of the report, the intermenstrual bleeding was resolving, the pruritus and pelvic pain had resolved and the abdominal pain lower had not resolved. The outcomes for abdominal pain, vaginal haemorrhage, dysmenorrhoea, dysgeusia, arthralgia, pain menstrual, rash erythematous, vulvovaginal pain, vulvovaginal pruritus, allergy to metals and iron deficiency anaemia were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysgeusia, dysmenorrhoea, pain menstrual, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, pruritus, rash erythematous, vaginal haemorrhage, vulvovaginal pain and vulvovaginal pruritus to be related to essure administration. The reporter commented: essure placement on (B)(6) 2015, findings cervical canal: normal, uterine cavity: regular, right ostium is visible, left ostium is visible, endometrium: premenstrual. Hysteroscopy, insertion of the right essure device (2 loops within the cavity). Reference: ess305. Batch no.: c61994. It was not possible to insert the left essure device due to fluid build-up in the mucosa, which prevented the cannulation of the left ostium. No complications. Pain according to the visual analogue scale: 3. Repeat outpatient hysteroscopy to complete the procedure (insertion of left essure) on (B)(6) 2015, findings cervical canal normal, uterine cavity regular, occupied by an essure, left ostium is visible, insertion of left essure device, 3 loops. Gynaecology consultation on (B)(6) 2022: she has been experiencing very heavy bleeding for 3¿4 months on the first day of her period and then dysmenorrhoea on the first day and the prior one, which subsides with naproxen. Right iliac fossa pain for 3¿4 months, which lasts 3¿4 days and occurs mid-way through her menstrual period. She needs to take analgesics occasionally. Ultrasound: anteverted uterus with regular contour. Trilaminar endometrium: 7 mm. Both ovaries are visible and have normal echographic characteristics (right ovary: 25 x 19 mm; left ovary: 27 x 22 mm with follicle that measures 17 x 11 mm). No free fluid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40 kg/sqm. [Allergy test] in (B)(6) 2019: positive for "fragrance mix", contact sensitisation to fragrance mix ii with probable recent relevance; on (B)(6) 2019: not demonstrated allergic contact dermatitis to metals. [Blood test] on (B)(6) 2016: anaemia. [Gynaecological examination] on (B)(6) 2013: external genitalia: normal. Speculoscopy: cervix and vagina: normal. Menstrual discharge. Vaginal and endocervical culture.; on (B)(6) 2015: examination: external genitalia: normal. Clear vagina. Clear cervix. Threads are visible.; on (B)(6) 2018: external genitalia: normal. Speculoscopy: vagina: normal. Normal discharge. Cervix with correct epithelisation. Iud threads are visible. Transvaginal examination: hard to assess due to phenotype. Flexible cervix. No pain upon bimanual examination; on (B)(6) 2018: adverse effects with essure, without any explanation of the patient suffering any specific symptoms, nor did she report anything related to these symptoms in the previous months; on (B)(6) 2019: transvaginal examination: no pain upon bimanual examination; on (B)(6) 2019: gynaecology consultation essure devices inserted at the end of 2015. She reported feeling well for a few months and then experiencing heavy metrorrhagia and pain, especially at the level of the right iliac fossa. Referred to get essure devices removed. I gave her information on the essure removal procedure by laparoscopic bilateral salpingectomy. She understands the procedure and agrees to have it done. Thus, she signed the informed consent. I referred her for a preoperative consultation and added her to the surgery waiting list with priority level 3; on (B)(6) 2019: significant obesity. Vulva, vagina and cervix: healthy. Transvaginal examination: no significant findings. No pain upon bimanual uterine examination; on (B)(6) 2019: first day after surgery: laparoscopic salpingectomy (removal of essure devices) + diagnostic hysteroscopy + removal of mirena. Physical examination: soft and depressible abdomen, no pain, no peritoneal irritation. Surgical wounds with good appearance. [Imaging procedure] on (B)(6) 2019: radiology report pelvis, findings no signs of osteoarticular pathology. Intrauterine device essure. [Pathology test] on (B)(6) 2018: macroscopic description, clinical information 42-year-old patient. Cone biopsy of the enlarged endometrium of 8 mm. Hormonal treatment: ceralet. Type of sample: endometrial biopsy. Macroscopic description : several grouped fragments are received that measure 1.5 x 1.2 cm. They are violet in colour with gelatinous consistency. Included in its entirety in the b1 section.; on (B)(6) 2018: endometrium biopsy: scarce endometrium fragments. Some of them have a proliferative appearance and others have clear signs of decidualisation, suggesting final secretory phase. Copious amounts of blood residues and fragments of fibrinoid material with acute inflammation. Histological picture suggests endometrium between the last phase of the cycle and the beginning of the next cycle¿s proliferative phase; on (B)(6) 2019: bilateral salpingectomy and removal of the essure devices, both fallopian tubes are observed and are of normal histological aspect with focal areas of fibrosis due to the essure device, both essure devices are observed inside both of the fallopian tubes. Clinical information: removal of essure devices. Procedure: laparoscopic bilateral salpingectomy. Sample: left tube. Macroscopic description :tube measuring 5 cm in length and 0.3 cm in diameter with metallic device inside. No macroscopic alterations observed. Serial numbers assigned and included in 4 capsules. Sample: right tube. Macroscopic description: tube measuring 7.5 cm in length and 0.4 cm in diameter. External surface is smooth and slightly purple. No macroscopic alterations observed. Metallic device is observed inside. Serial numbers assigned and included in 5 capsules; on (B)(6) 2019: both fallopian tubes with normal histological characteristics. Fibrosis foci related to essure. Both essure devices found inside both fallopian tubes [pregnancy test] on (B)(6) 2015: negative; on (B)(6) 2018: negative. [Specialist consultation] on (B)(6) 2018: gynaecology consultation: bleeding improved in terms of quantity, but they still last 3 weeks (3 days of menstruation and the rest is spotting). I proposed trying mirena in an attempt to regulate bleeding and she agreed. She signed the informed consent and I scheduled an appointment for when she gets her period; on (B)(6) 2019: gynaecology consultation complains of pain and itching in vulva for one year. Physical examination: lacerations in perineal area; on (B)(6) 2019: patient is seen due to abdominal pain in the right iliac fossa that has progressed with time and has increased since last week. Patient took analgesics at home, ibuprofen and paracetamol with almost no improvement. She has not taken analgesics since yesterday. No fever. No changes in vaginal discharge. No other symptoms. Patient improved after being administered dexketoprofen intravenously; on (B)(6) 2019: no more skin lesions. Sometimes with shower gels and some cosmetics she has skin pruritus. It spontaneously disappears. Diagnosis factitious urticaria/spontaneous chronic urticaria now resolved. We have not demonstrated allergic contact dermatitis to metals. Contact sensitisation to fragrance mix ii with probable recent relevance. Mild persistent rhinoconjunctivitis in a patient with a negative allergy test. [Ultrasound abdomen] on (B)(6) 2013: abdominal ultrasound: uterus and both appendages are of normal ultrasound characteristics. Iud in normal position. No evidence of free fluid in the douglas cul-de-sac. No appendix or free fluid between loops. Small reactive lymphadenopathies in the right iliac fossa size and echostructure. Hepatobilio-pancreatic area with normal ultrasound features. Spleen and both kidneys are of normal [ultrasound scan vagina] on (B)(6) 2013: normal, anteverted uterus. No free fluid in the pouch of douglas. No pain upon bimanual examination of the cervix. Anteverted uterus that measures 7.9 x 4.4 x 5.89 cm. Regular, homogenous endometrium covered by iud placed in the correct position at 2.06 cm from the uterine fundus. Normal adnexa. No findings in adnexal spaces. No free fluid in the pouch of douglas.; on (B)(6) 2015: ultrasound: anteverted uterus that measures 91 x 47 mm. Endometrium: 9.2 mm. Iud is inserted in the correct position, 23 mm from the uterine fundus. Ovaries: normal. No free fluid.; on (B)(6) 2016: uterus anteverted, measuring 61 x 36 mm, endometrium of 3.9 mm. Iud appears normally inserted, ovaries are normal and visible. No free fluid in pouch of douglas. Both essure devices appear to be normally inserted; on (B)(6) 2016: check-up ultrasound after the insertion of essure: anteverted uterus that measures 61 x 36 mm. Endometrium: 3.9 mm. Iud inserted correctly. Ovaries: both visible and normal. No free fluid found in the pouch of douglas. Both essure devices appear correctly inserted.; on (B)(6) 2017: anteverted uterus that measures 74 x 38 mm. Trilaminar endometrium; 4 mm. Right ovary: 26 x 20 mm. Left ovary: 32 x 21 mm. Both devices are correctly positioned; on (B)(6) 2018: hyperechoic endometrium: 8 mm. Both essure devices are visible, the left one especially. Ovaries: normal; on (B)(6) 2018: anteverted uterus. Normal endometrium: 4 mm. Iud correctly inserted. Ovaries: normal. No free fluid; on (B)(6) 2019: anteverted uterus, iud inserted correctly, normal ovaries, no free fluid; on (B)(6) 2019: uterus with homogeneous and regular endometrium. Normally inserted iud; on (B)(6) 2019: bulky, anteverted uterus. Levonorgestrel-releasing (lng)-iud correctly inserted. Essure devices correctly positioned. Simple cystic image that measures 5 cm, located in the left adnexa, with mildly trabeculated content, likely functional cyst. Batch no: c61994, production date: 2014-06-03, expiration date: 2017-06-30. Concerning the injuries reported in this case, the following ones were described in patient medical records: abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysgeusia, dysmenorrhoea, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, pruritus, rash erythematous, vaginal haemorrhage, vulvovaginal pain , vulvovaginal pruritus, complication of device insertion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain lower ("pain especially at the level of right iliac fossa every day of the month") in a 37 year-old female patient who had essure inserted (lot no. C61994) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smear test normal (negative for intraepithelial lesion or malignancy) on (B)(6) 2018, smear test normal (negative for intraepithelial lesion or malignancy) in 2015, metrorrhagia in 2013, smear test normal (negative for intraepithelial lesion or malignancy) in 2012, smear test normal (negative for intraepithelial lesion or malignancy) in 2011, smear test normal (negative for intraepithelial lesion or malignancy) in 2009, smear test (smear with mild atypia in cells of the endocervical epithelium) in 2007, menarche (at 13 years-old) in 1991 and hormone replacement therapy (4 months), vaginal delivery (2 vaginal births), gravida ii, penicillin allergy, migraine and arterial hypertension. Denies surgeries, no smoker. Previously administered products included: olmesartan for hypertension, norfloxacin for urinary tract infection and gynefix, ixia and . Concurrent conditions were listed as iliac fossa pain since 2013 as well as vulval pain (some pain in scar from first child delivery) and obesity (bmi 40). The only concomitant product mentioned was vivace [ramipril]. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced complication of device insertion ("it was not possible to insert the left essure device due to fluid build-up in the mucosa, which prevented the cannulation of the left ostium"). On (B)(6) 2016 she experienced iron deficiency anaemia ("anaemia"). On (B)(6) 2017 she experienced abdominal pain lower (seriousness criterion intervention required) and intermenstrual bleeding ("heavy metrorrhagia/ intermittent breakthrough bleeding"). On (B)(6) 2018 she experienced dysmenorrhoea ("dysmenorrhoea that do not require analgesia"). On (B)(6) 2018 she experienced vaginal haemorrhage ("spotting"). In 2018 she experienced pruritus ("she has always had skin itching, related to erythematous"), rash erythematous ("she has always had skin itching, related to erythematous"), vulvovaginal pain ("vulvar pain") and vulvovaginal pruritus ("itching in vulva"). In (B)(6) 2019 she experienced allergy to metals ("allergic reaction to essure / positive for fragrance mix"). An unknown time later she experienced abdominal pain ("abdominal pain"), dysgeusia ("metallic taste"), arthralgia ("arthralgia"), pain menstrual ("she notices constant pain and is more accentuated with menstruation") and pelvic pain ("pelvic pain"). The patient was treated with mirena (levonorgestrel), cerazet (desogestrel), pentosan polysulfate sodium, nsaids, ibuprofen, paracetamol, dexketoprofen, buscapina compositum [hyoscine butylbromide;metamizole] and cicalfate (copper sulfate;sucralfate;zinc oxide;zinc sulfate) as well as surgery (essure removal via laparoscopic salpingectomy on 10-oct-2019). At the time of the report, the intermenstrual bleeding was resolving, the pruritus and pelvic pain had resolved and the abdominal pain lower had not resolved. The outcomes for abdominal pain, complication of device insertion, vaginal haemorrhage, dysmenorrhoea, dysgeusia, arthralgia, pain menstrual, rash erythematous, vulvovaginal pain, vulvovaginal pruritus, allergy to metals and iron deficiency anaemia were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, complication of device insertion, dysgeusia, dysmenorrhoea, pain menstrual, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, pruritus, rash erythematous, vaginal haemorrhage, vulvovaginal pain and vulvovaginal pruritus to be related to essure administration. The reporter commented: essure placement on (B)(6) 2015, findings cervical canal: normal, uterine cavity: regular, right ostium is visible, left ostium is visible, endometrium: premenstrual. Hysteroscopy, insertion of the right essure device (2 loops within the cavity). Reference: ess305. Batch no.: c61994. It was not possible to insert the left essure device due to fluid build-up in the mucosa, which prevented the cannulation of the left ostium. No complications. Pain according to the visual analogue scale: 3. Repeat outpatient hysteroscopy to complete the procedure (insertion of left essure) on (B)(6) 2015, findings cervical canal normal, uterine cavity regular, occupied by an essure, left ostium is visible, insertion of left essure device, 3 loops.gynaecology consultation on (B)(6) 2022: she has been experiencing very heavy bleeding for 3¿4 months on the first day of her period and thendysmenorrhoea on the first day and the prior one, which subsides with naproxen. Right iliac fossa pain for3¿4 months, which lasts 3¿4 days and occurs mid-way through her menstrual period. She needs to take analgesics occasionally. Ultrasound: anteverted uterus with regular contour. Trilaminar endometrium: 7 mm. Both ovaries arevisible and have normal echographic characteristics (right ovary: 25 x 19 mm; left ovary: 27 x 22 mmwith follicle that measures 17 x 11 mm). No free fluid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40 kg/sqm. [Allergy test] in (B)(6) 2019: positive for "fragrance mix", contact sensitisation to fragrance mix ii with probable recent relevance; on 15-nov-2019: not demonstrated allergic contact dermatitis to metals. [Blood test] on (B)(6) 2016: anaemia [gynaecological examination] on (B)(6) 2013: external genitalia: normal. Speculoscopy: cervix and vagina: normal. Menstrual discharge. Vaginal and endocervical culture.; on (B)(6) 2015: examination: external genitalia: normal. Clear vagina. Clear cervix. Threads are visible.; on (B)(6) 2018: external genitalia: normal. Speculoscopy: vagina: normal. Normal discharge. Cervix with correct epithelisation. Iud threads are visible. Transvaginal examination: hard to assess due to phenotype. Flexible cervix. No pain upon bimanualexamination; on (B)(6) 2018: adverse effects with essure, without any explanation of the patient suffering any specific symptoms, nor did she report anything related to these symptoms in the previous months; on (B)(6) 2019: transvaginal examination: no pain upon bimanual examination; on (B)(6) 2019: gynaecology consultation essure devices inserted at the end of 2015. She reported feeling well for a few months and then experiencing heavy metrorrhagia and pain, especially at the level of the right iliac fossa. Referred to get essure devices removed. I gave her information on the essure removal procedure by laparoscopic bilateral salpingectomy. She understands the procedure and agrees to have it done. Thus, she signed the informed consent.I referred her for a preoperative consultation and added her to the surgery waiting list with priority level 3; on (B)(6) 2019: significant obesity. Vulva, vagina and cervix: healthy. Transvaginal examination: no significant findings. No pain upon bimanual uterine examination; on (B)(6) 2019: first day after surgery: laparoscopic salpingectomy (removal of essure devices) + diagnostic hysteroscopy + removal of mirena. Physical examination: soft and depressible abdomen, no pain, no peritoneal irritation. Surgical wounds with good appearance [imaging procedure] on (B)(6) 2019: radiology report pelvis, findings no signs of osteoarticular pathology. Intrauterine device essure [pathology test] on (B)(6) 2018: macroscopic description, clinical information 42-year-old patient.cone biopsy of the enlarged endometrium of 8 mm. Hormonal treatment: ceralet. Type of sample: endometrial biopsy. Macroscopic description : several grouped fragments are received that measure 1.5 x 1.2 cm. They are violet in colour with gelatinous consistency. Included in its entirety in the b1 section.; on (B)(6) 2018: endometrium biopsy: scarce endometrium fragments. Some of them have a proliferative appearance and others have clear signs of decidualisation, suggesting final secretory phase. Copious amounts of blood residues and fragments of fibrinoid material with acute inflammation. Histological picture suggests endometrium between the last phase of the cycle and the beginning of the next cycleu2019s proliferative phase; on (B)(6) 2019: bilateral salpingectomy and removal of the essure devices, both fallopian tubes are observed and are of normal histological aspect with focal areas of fibrosis due to the essure device, both essure devices are observed inside both of the fallopian tubes. Clinical information: removal of essure devices. Procedure: laparoscopic bilateral salpingectomy. Sample: left tube. Macroscopic description :tube measuring 5 cm in length and 0.3 cm in diameter with metallic device inside. No macroscopic alterations observed. Serial numbers assigned and included in 4 capsules. Sample: right tube.macroscopic description: tube measuring 7.5 cm in length and 0.4 cm in diameter. External surface is smooth and slightly purple. No macroscopic alterations observed. Metallic device is observed inside. Serial numbers assigned and included in 5 capsules; on (B)(6) 2019: both fallopian tubes with normal histological characteristics. Fibrosis foci related to essure. Both essure devices found inside both fallopian tubes [pregnancy test] on (B)(6) 2015: negative; on (B)(6) 2018: negative [specialist consultation] on (B)(6) 2018: gynaecology consultation: bleeding improved in terms of quantity, but they still last 3 weeks (3 days of menstruation and the rest is spotting). I proposed trying mirena in an attempt to regulate bleeding and she agreed. She signed the informed consent and I scheduled an appointment for when she gets her period; on (B)(6) 2019: gynaecology consultation complains of pain and itching in vulva for one year. Physical examination: lacerations in perineal area; on (B)(6) 2019: patient is seen due to abdominal pain in the right iliac fossa that has progressed with time and has increased since last week. Patient took analgesics at home, ibuprofen and paracetamol with almost no improvement. She has not taken analgesics since yesterday. No fever. No changes in vaginal discharge. No other symptoms. Patient improved after being administered dexketoprofen intravenously; on (B)(6) 2019: no more skin lesions.sometimes with shower gels and some cosmetics she has skin pruritus. It spontaneously disappears. Diagnosis factitious urticaria/spontaneous chronic urticaria now resolved. We have not demonstrated allergic contact dermatitis to metals. Contact sensitisation to fragrance mix ii with probable recent relevance. Mild persistent rhinoconjunctivitis in a patient with a negative allergy test. [Ultrasound abdomen] on (B)(6) 2013: abdominal ultrasound: uterus and both appendages are of normal ultrasound characteristics. Iud in normal position. No evidence of free fluid in the douglas cul-de-sac. No appendix or free fluid between loops. Small reactive lymphadenopathies in the right iliac fossa .size and echostructure. Hepatobilio-pancreatic area with normal ultrasound features. Spleen and both kidneys are of normal [ultrasound scan vagina] on (B)(6) 2013: normal, anteverted uterus. No free fluid in the pouch of douglas. No pain upon bimanual examination of the cervix. Anteverted uterus that measures 7.9 x 4.4 x 5.89 cm. Regular, homogenous endometrium covered by iud placed in the correct position at 2.06 cm from the uterine fundus. Normal adnexa. No findings in adnexal spaces. No free fluid in the pouch of douglas.; on (B)(6) 2015: ultrasound: anteverted uterus that measures 91 x 47 mm. Endometrium: 9.2 mm. Iud is inserted in the correct position, 23 mm from the uterine fundus. Ovaries: normal. No free fluid.; on (B)(6) 2016: uterus anteverted, measuring 61 x 36 mm, endometrium of 3.9 mm. Iud appears normally inserted, ovaries are normal and visible. No free fluid in pouch of douglas. Both essure devices appear to be normally inserted; on 13-jan-2016: check-up ultrasound after the insertion of essure: anteverted uterus that measures 61 x 36 mm. Endometrium: 3.9 mm. Iud inserted correctly. Ovaries: both visible and normal. No free fluid found in the pouch of douglas.both essure devices appear correctly inserted.; on (B)(6) 2017: anteverted uterus that measures 74 x 38 mm. Trilaminar endometrium; 4 mm. Right ovary: 26 x 20 mm. Left ovary: 32 x 21 mm. Both devices are correctly positioned; on (B)(6) 2018: hyperechoic endometrium: 8 mm. Both essure devices are visible, the left one especially. Ovaries: normal; on (B)(6) 2018: anteverted uterus. Normal endometrium: 4 mm. Iud correctly inserted. Ovaries: normal. No free fluid; on (B)(6) 2019: anteverted uterus, iud inserted correctly, normal ovaries, no free fluid; on (B)(6) 2019: uterus with homogeneous and regular endometrium. Normally inserted iud; on (B)(6) 2019: bulky, anteverted uterus. Levonorgestrel-releasing (lng)-iud correctly nserted. Essure devices correctly positioned. Simple cystic image that measures 5 cm, located in the left adnexa, with mildly trabeculated content, likely functional cyst batch no c61994 production date 2014-06-03 expiration date 2017-06-30concerning the injuries reported in this case, the following ones were described in patient medical records: abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysgeusia, dysmenorrhoea, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, pruritus, rash erythematous, vaginal haemorrhage, vulvovaginal pain , vulvovaginal pruritus, complication of device insertion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. 02-jan-2023: health authority reference number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("pain especially at the level of right iliac fossa every day of the month") in a 37 year-old female patient who had essure inserted (lot no. C61994) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("it was not possible to insert the left essure device due to fluid build-up in the mucosa, which prevented the cannulation of the left ostium" on (B)(6) 2015). The patient had a medical history of smear test normal (negative for intraepithelial lesion or malignancy) on (B)(6) 2018, smear test normal (negative for intraepithelial lesion or malignancy) and gynaecological examination (examination: external genitalia: normal. Clear vagina. Clear cervix. Threads are visible. Ultrasound: anteverted uterus that measures 91 x 47 mm. Endometrium: 9.2 mm. Iud is inserted in the correct position, 23 mm from the uterine fundus. Ovaries: normal. No free fluid. I explained the laparoscopic bilateral tubal occlusion method with essure devices, the complications and benefits thereof, etc.she decided to get essure. She signed the informed consent. I added her to the waiting list as level 3 priority.) In 2015, gynaecological examination (external genitalia: normal. Speculoscopy: cervix and vagina: normal. Menstrual discharge. Vaginal and endocervical culture. Transvaginal examination: normal, anteverted uterus. No free fluid in the pouch of douglas. No pain upon bimanual examination of the cervix. Transvaginal ultrasound: anteverted uterus that measures 7.9 x 4.4 x 5.89 cm. Regular, homogenous endometrium covered by iud placed in the correct position at 2.06 cm from the uterine fundus. Normal adnexa. No findings in adnexal spaces. No free fluid in the pouch of douglas.), ultrasound abdomen (abdominal ultrasound: uterus and both appendages are of normal ultrasound characteristics. Iud in normal position. No evidence of free fluid in the douglas cul-de-sac. No appendix or free fluid between loops. Small reactive lymphadenopathies in the right iliac fossa .size and echostructure. Hepatobilio-pancreatic área with normal ultrasound features. Spleen and both kidneys are of normal) and metrorrhagia in 2013, smear test normal (negative for intraepithelial lesion or malignancy) in 2012, smear test normal (negative for intraepithelial lesion or malignancy) in 2011, smear test normal (negative for intraepithelial lesion or malignancy) in 2009, smear test (smear with mild atypia in cells of the endocervical epithelium) in 2007, menarche (at 13 years-old) in 1991 and hormone replacement therapy (4 months), vaginal delivery (2 vaginal births), gravida ii, penicillin allergy, migraine and arterial hypertension. Denies surgeries, no smoker. Previously administered products included: olmesartan for arterial hypertension, norfloxacin for uti and gynefix [copper] and ixia. Past adverse reactions to the above products included: abdominal pain in the middle of menstruation with gynefix [copper]. Concurrent conditions were listed as iliac fossa pain since 2013 as well as vulval pain (some pain in scar from first child delivery) and obesity (bmi 40). The only concomitant product mentioned was vivace [ramipril]. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 303 days after essure insertion, she experienced iron deficiency anaemia ("anaemia"). On (B)(6) 2017 she experienced abdominal pain lower (seriousness criterion intervention required) and intermenstrual bleeding ("heavy metrorrhagia/ intermittent breakthrough bleeding"). On (B)(6) 2018 she experienced dysmenorrhoea ("dysmenorrhoea that do not require analgesia"). On (B)(6) 2018 she experienced vaginal haemorrhage ("spotting"). In 2018 she experienced pruritus ("she has always had skin itching, related to erythematous"), rash erythematous ("she has always had skin itching, related to erythematous"), vulvovaginal pain ("vulvar pain") and vulvovaginal pruritus ("itching in vulva"). In (B)(6) 2019 she experienced allergy to metals ("allergic reaction to essure / positive for fragrance mix"). An unknown time later she experienced abdominal pain ("abdominal pain"), dysgeusia ("metallic taste"), arthralgia ("arthralgia"), pain menstrual ("she notices constant pain and is more accentuated with menstruation") and pelvic pain ("pelvic pain"). The patient was treated with mirena (levonorgestrel), cerazet (desogestrel), pentosan polysulfate sodium, nsaids, ibuprofen, paracetamol, dexketoprofen, buscapina compositum [hyoscine butylbromide;metamizole] and cicalfate (copper sulfate;sucralfate;zinc oxide;zinc sulfate) as well as surgery (essure removal via laparoscopic salpingectomy on (B)(6) 2019). At the time of the report, the intermenstrual bleeding was resolving, the pruritus and pelvic pain had resolved and the abdominal pain lower had not resolved. The outcomes for abdominal pain, vaginal haemorrhage, dysmenorrhoea, dysgeusia, arthralgia, pain menstrual, rash erythematous, vulvovaginal pain, vulvovaginal pruritus, allergy to metals and iron deficiency anaemia were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysgeusia, dysmenorrhoea, pain menstrual, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, pruritus, rash erythematous, vaginal haemorrhage, vulvovaginal pain and vulvovaginal pruritus to be related to essure administration. The reporter commented: essure placement on (B)(6) 2015, findings cervical canal: normal, uterine cavity: regular, right ostium is visible, left ostium is visible, endometrium: pré-menstrual. Hysteroscopy, insertion of the right essure device (2 loops within the cavity). Reference: ess305. Batch no.: c61994. It was not possible to insert the left essure device due to fluid build-up in the mucosa, which prevented the cannulation of the left ostium. No complications. Pain according to the visual analogue scale: 3. Repeat outpatient hysteroscopy to complete the procedure (insertion of left essure) on (B)(6) 2015, findings cervical canal normal, uterine cavity regular, occupied by an essure, left ostium is visible, insertion of left essure device, 3 loops. Gynaecology consultation on (B)(6) 2022:she has been experiencing very heavy bleeding for 3¿4 months on the first day of her period and then dysmenorrhoea on the first day and the prior one, which subsides with naproxen. Right iliac fossa pain for3¿4 months, which lasts 3¿4 days and occurs mid-way through her menstrual period. She needs to take analgesics occasionally. Ultrasound: anteverted uterus with regular contour. Trilaminar endometrium: 7 mm. Both ovaries arevisible and have normal echographic characteristics (right ovary: 25 x 19 mm; left ovary: 27 x 22 mmwith follicle that measures 17 x 11 mm). No free fluid. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40 kg/sqm. [Allergy test] in (B)(6) 2019: positive for "fragrance mix", contact sensitisation to fragrance mix ii with probable recent relevance; on (B)(6) 2019: not demonstrated allergic contact dermatitis to metals [blood test] on (B)(6) 2016: anaemia [gynaecological examination] on (B)(6) 2018: external genitalia: normal. Speculoscopy: vagina: normal. Normal discharge. Cervix with correct epithelisation. Iud threads are visible. Transvaginal examination: hard to assess due to phenotype. Flexible cervix. No pain upon bimanualexamination; on (B)(6) 2018: adverse effects with essure, without any explanation of the patient suffering any specific symptoms, nor did she report anything related to these symptoms in the previous months; on (B)(6) 2019: transvaginal examination: no pain upon bimanual examination; on (B)(6) 2019: gynaecology consultation essure devices inserted at the end of 2015. She reported feeling well for a few months and then experiencing heavy metrorrhagia and pain, especially at the level of the right iliac fossa. Referred to get essure devices removed. I gave her information on the essure removal procedure by laparoscopic bilateral salpingectomy. She understands the procedure and agrees to have it done. Thus, she signed the informed consent. I referred her for a preoperative consultation and added her to the surgery waiting list with priority level 3; on (B)(6) 2019: significant obesity. Vulva, vagina and cervix: healthy. Transvaginal examination: no significant findings. No pain upon bimanual uterine examination; on (B)(6) 2019: first day after surgery: laparoscopic salpingectomy (removal of essure devices) + diagnostic hysteroscopy + removal of mirena. Physical examination: soft and depressible abdomen, no pain, no peritoneal irritation. Surgical wounds with good appearance [imaging procedure] on (B)(6) 2019: radiology report pelvis, findings no signs of osteoarticular pathology. Intrauterine device essure [pathology test] on (B)(6) 2018: macroscopic description, clinical information 42-year-old patient. Cone biopsy of the enlarged endometrium of 8 mm. Hormonal treatment: ceralet. Type of sample: endometrial biopsy. Macroscopic description : several grouped fragments are received that measure 1.5 x 1.2 cm. They are violet in colour with gelatinous consistency. Included in its entirety in the b1 section.; on (B)(6) 2018: endometrium biopsy: scarce endometrium fragments. Some of them have a proliferative appearance and others have clear signs of decidualisation, suggesting final secretory phase. Copious amounts of blood residues and fragments of fibrinoid material with acute inflammation. Histological picture suggests endometrium between the last phase of the cycle and the beginning of the next cycle¿s proliferative phase; on (B)(6) 2019: bilateral salpingectomy and removal of the essure devices, both fallopian tubes are observed and are of normal histological aspect with focal areas of fibrosis due to the essure device, both essure devices are observed inside both of the fallopian tubes. Clinical information: removal of essure devices. Procedure: laparoscopic bilateral salpingectomy. Sample: left tube. Macroscopic description :tube measuring 5 cm in length and 0.3 cm in diameter with metallic device inside. No macroscopic alterations observed. Serial numbers assigned and included in 4 capsules. Sample: right tube. Macroscopic description: tube measuring 7.5 cm in length and 0.4 cm in diameter. External surface is smooth and slightly purple. No macroscopic alterations observed. Metallic device is observed inside. Serial numbers assigned and included in 5 capsules; on (B)(6) 2019: both fallopian tubes with normal histological characteristics. Fibrosis foci related to essure. Both essure devices found inside both fallopian tubes [pregnancy test] on (B)(6) 2015: negative; on (B)(6) 2018: negative [specialist consultation] on (B)(6) 2018: gynaecology consultation: bleeding improved in terms of quantity, but they still last 3 weeks (3 days of menstruation and the rest is spotting). I proposed trying mirena in an attempt to regulate bleeding and she agreed. She signed the informed consent and I scheduled an appointment for when she gets her period; on (B)(6) 2019: gynaecology consultation complains of pain and itching in vulva for one year. Physical examination: lacerations in perineal area; on (B)(6) 2019: patient is seen due to abdominal pain in the right iliac fossa that has progressed with time and has increased since last week. Patient took analgesics at home, ibuprofen and paracetamol with almost no improvement. She has not taken analgesics since yesterday. No fever. No changes in vaginal discharge. No other symptoms. Patient improved after being administered dexketoprofen intravenously; on (B)(6) 2019: no more skin lesions.sometimes with shower gels and some cosmetics she has skin pruritus. It spontaneously disappears. Diagnosis factitious urticaria/spontaneous chronic urticaria now resolved. We have not demonstrated allergic contact dermatitis to metals. Contact sensitisation to fragrance mix ii with probable recent relevance. Mild persistent rhinoconjunctivitis in a patient with a negative allergy test. [Ultrasound scan vagina] on (B)(6) 2016: uterus anteverted, measuring 61 x 36 mm, endometrium of 3.9 mm. Iud appears normally inserted, ovaries are normal and visible. No free fluid in pouch of douglas. Both essure devices appear to be normally inserted; on (B)(6) 2016: check-up ultrasound after the insertion of essure: anteverted uterus that measures 61 x 36 mm. Endometrium: 3.9 mm. Iud inserted correctly. Ovaries: both visible and normal. No free fluid found in the pouch of douglas. Both essure devices appear correctly inserted.; on (B)(6) 2017: anteverted uterus that measures 74 x 38 mm. Trilaminar endometrium; 4 mm. Right ovary: 26 x 20 mm. Left ovary: 32 x 21 mm. Both devices are correctly positioned; on (B)(6) 2018: hyperechoic endometrium: 8 mm. Both essure devices are visible, the left one especially. Ovaries: normal; on (B)(6) 2018: anteverted uterus. Normal endometrium: 4 mm. Iud correctly inserted. Ovaries: normal. No free fluid; on (B)(6) 2019: anteverted uterus, iud inserted correctly, normal ovaries, no free fluid; on (B)(6) 2019: uterus with homogeneous and regular endometrium. Normally inserted iud; on (B)(6) 2019: bulky, anteverted uterus. Levonorgestrel-releasing (lng)-iud correctly nserted. Essure devices correctly positioned. Simple cystic image that measures 5 cm, located in the left adnexa, with mildly trabeculated content, likely functional cyst. Concerning the injuries reported in this case, the following ones were described in patient medical records abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysgeusia, dysmenorrhoea, pain menstrual, hypomenorrhoea, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, pruritus, rash erythematous, vaginal haemorrhage, vulvovaginal pain , vulvovaginal pruritus, complication of device insertion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.